Event description:
Related manufacturer reference number: 3006705815-2023-06252. Additional information indicated patient experienced pain at ipg site due to migration. Surgical intervention is planned to address this issue.

Event description:
Additional information indicated that surgical intervention by physician is no longer planned to address this issue.

Manufacturer narrative:
Manufacturing reference number is no longer reportable as surgical intervention is not planned. A patient experiencing pain/discomfort at the ipg site was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that patient experienced pain and discomfort at ipg site. No falls or trauma were reported. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicated that lead was found to be twisted into knots and fractured. Surgical intervention was undertaken wherein the ipg and lead were explanted and replaced. Therapy was restored postoperatively.